Manufacturer narrative:
Block b3: date of event: date of event was approximated to 08/01/2024 based on the date the manufacturer became aware of the event. Block d4, h4: the complainant was unable to report the suspected device lot number; therefore, the manufacture date and expiration date are unknown. Block h6: imdrf patient codes e2330 and e2114 capture the reportable events of patient pain and perforation. Imdrf impact codes f08 and f02 are being used to capture the prolonged hospitalization and the patient's death.

Event description:
It was reported to boston scientific corporation that a captivator endoscopic mucosal resection device was used in the esophagus during a procedure performed on an unknown date. The procedure was completed successfully; however, when the patient went home, the patient started complaining of pain. The patient ended up going back to the emergency room, where a perforation was found in the esophagus. The patient ended up passing away, but the exact cause of death was not reported. The physician stated that the placement of the band may have been into the muscle layer. No further information has been obtained despite good faith efforts. The physician reported that the incident occurred few years ago and noted that information regarding the event was limited.